Event description:
It was reported that during an afib ¿ paroxysmal procedure, after ablating with the thermocool sf catheter for 1.5 hours the stockert temperature rose to 40 degrees in stand-by mode, when ablation was attempted a temperature limiter error occurred. The temperature was consistently 40 degrees anywhere the catheter was moved to in the left atrium (la), ensured adequate irrigation. They exchanged map and redel cables (both reprocessed) and the catheter and the issue persisted. They exchanged stockert generators and the pre-ablation temperature was 33 degrees, 29 during ablation. The original stockert was noted to be warm to the touch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during an afib ¿ paroxysmal procedure, after ablating with the thermocool sf catheter for 1.5 hours the stockert temperature rose to 40 degrees in stand-by mode, when ablation was attempted a temperature limiter error occurred. The temperature was consistently 40 degrees anywhere the catheter was moved to in the left atrium (la), ensured adequate irrigation. They exchanged map and redel cables (both reprocessed) and the catheter and the issue persisted. They exchanged stockert generators and the pre-ablation temperature was 33 degrees, 29 during ablation. The original stockert was noted to be warm to the touch. After a follow up and due to the customer did not response to request for performing the service, the repair is going to be closed. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.